Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.25mm x 30mm) to treat a calcified lesion in the lcx with stenosis and vessel tortuosity but the stent could not pass the lesion due to calcification. The physician used a new device to complete the surgery. No clinical sequelae were reported. When the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The hypotube was. The 13th, 14th, 16th and, 17th proximal segments were deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). ¿ stenosis, calcification and vessel tortuosity. (Deformation problem). (B)(4).